Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was sticking out. A field service engineer (fse) stated that the full height drawer 5 was not closing properly and troubleshooting was performed. The fse found that a rail bumper slide was missing, replaced the bumper slides with new ones, rebooted the unit, and completed a successful test with the customer. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary drawer 4 was sticking out, could not be closed, and the drawer was very loose. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.